Manufacturer narrative:
The user reported speaker issue was confirmed. During testing on (B)(6) 2017, the device was found to have a speaker malfunction. In addition, the device was also found to have an lcd display issue; this issue was not related to the user-reported speaker issue. The device was repaired and tested to meet all specification on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00315).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an audio alarm issue on (B)(6) 2017. "I was given a pump today that is malfunctioning. Serial # (B)(4) now has silent alarms. No patients have been affected by this. The nurse just noticed it today when she went to turn the pump on. Volume is already set on high. As I said, no patient was involved. It was noted when the pump was turned on today (B)(6) 2017. And I don't know "in other words" what is wrong. I was told there is no sound for the alarms. That's why I'm sending it for service, so your techs can figure out the problem."